Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Analysis of the pump found anomalies with the motor. The gear train had issues with corrosion and/or wear and/or lubrication. It was also found that the motor stall was due to shaft bearing.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11140r41, implanted: (B)(6) 2002, product type: catheter; product ID 8575, lot# j0203523r, implanted: (B)(6) 2002, product type: accessory. (B)(4).

Event description:
It was reported that the patient's pump was implanted on the right side. Sometimes the patient's left leg would hurt when the pump was too high. The pump was at 9.2, but since the recent implant the patient thought it was at 4.9. It was noted this has been ongoing for years. More specifically, since the "new big pump" was implanted on (B)(6) 2011. The patient's first pump was a smaller pump. It was reported the pump quit working after 5 years and had to be replaced on (B)(6) 2015. The patient was asked to clarify what he meant by "quit working." It was noted the healthcare provider (hcp) was mixing too many medications in the pump and it stopped. The pump was beeping every hour. The patient was screaming in pain because it was running at 9.2 when it stopped. The patient's "whole body hurt from the neck down, horrible burning on fire." No further information was reported.

Event description:
It was reported that a motor stall with no recovery was recorded in the event logs. Reportedly this was not caused by a magnetic field. The cause was unknown. The stall had occurred on (B)(6) 2015. The patient was seen by the physician on (B)(6) 2015 and stopped the pump. The patient took oral medication during the weekend because he felt withdrawal and his pain was coming back. The pump was alarming again on (B)(6) 2015 and the reporter wanted to silence the alarm. The representative was to discuss with the physician the plans for the pump. It was further provided that the pump was turned off and the alarms were silenced. The patient was receiving oral medication and had been referred to have another pump implanted. This device system delivered bupivacaine and morphine sulfate. Should additional information be received a supplemental report will be filed.

Event description:
No rotor study or dye study were performed. The pump was replaced and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.